Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched due to they no glucagon when blood glucose tested was 550 mg/dl. The customer was declined troubleshooting for high blood glucose. The device will not be returned for analysis.